Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 313 mg/dl; however, the patient's current blood glucose is 403 mg/dl. The customer felt thirsty as a result of her high blood glucose, and she will treat with a manual insulin injection. No products will be returned or replaced.